Manufacturer narrative:
Information references the main component of the system and other applicable component is: product ID neu_unknown_lead, product type lead.

Event description:
Information was received from an unknown foreign healthcare professional regarding a patient with an octopolar lead. It was reported that there was a technical issue and that there was an infection at the connection. The event occurred at follow-up. Event management included explant of the lead. The event resulted in hospitalization.

Manufacturer narrative:
Update: the implant date of the other applicable component (the lead) has been updated to (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.